Manufacturer narrative:
The complaint of black foreign matter in the package was confirmed and the cause appeared to be packaging related. Five sealed 22g insyte autoguard unit packages were provided for investigation. A piece of black material, which was consistent with black splice tape, was observed within one unit package and was positioned on the barrel. The foreign matter was not positioned in a critical location, such as the fluid path and did not affect the form or function of the device. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends. We regret any inconvenience this incident may have caused you and your facility.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Black substance in tubing.